Manufacturer narrative:
A philips authorized service provider (asp) went onsite and found the error code, "ventilator restarted due to anomalies detected during operation" (1101), in the event log. The philips asp then replaced the power management (pm) printed circuit board assembly (pcba). The philips asp ran the device for 30 minutes after and completed all tests. The philips asp confirmed the reported issue did not return after the device was ran for another hour.. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Replaced parts will not be returned since per manufacturer-scrap if part defective. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powered off by itself then restarted. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powered off by itself then restarted. The customer informed the remote service engineer (rse) that they did not attempt to troubleshoot. The customer requested onsite service for repair. Device evaluation and repair are pending.